Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with foreign matter as ¿customer noticed that there was some plastic stuck on the tip of the cannula.¿ there was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with foreign matter as ¿customer noticed that there was some plastic stuck on the tip of the cannula.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review findings: MDR: review was conducted with the following results for lot 7249714. Product was built and packaged on afa line 11 on 12sept2017 through 16sept2017 for the quantity of 484,010ea. DHR review disclosed no indication of the defect as there were no related rejected findings throughout the build of this lot that would impact upon the quality of the product of the catheters for the reported defect. All required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. In process inspections for foreign/non-foreign material, particulate loose or embedded were conducted at various stages throughout the process. All the inspections passed per specifications. No significant discoveries were disclosed. Sap (qn) database review findings: subject code was an s1 severity ranking. Review was conducted for this MDR- level a investigation; as a result of the review there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: although samples were not returned, photos were provided for the evaluation of this incident which revealed the following: pic 1 pic 2 both show a 20g iag bc catheter/adapter/needle assembly. Pic 1 revealed there was a piece of clear plastic present on the tip of the catheter. Pic 2 revealed a piece of clear plastic was on the needle tip. Visual/microscopic examination: the fm observed to be present at the tip the catheter was not conclusively identified, but may be non-foreign catheter tubing material. Note: detailed examination could not be performed as the actual samples were not returned for evaluation. The foreign matter observed on the tip of the catheter resulted from manufacturing processes and was noted to be a possible contributor to the reported defect of catheter tip integrity. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Routine cleaning process has been updated to significantly reduce the potential for this kind of fm on the catheter tubing.